Event description:
Clinic notes dated 06/20/2013 indicated that the physician was unable to interrogate the patient's vns. The patient has recently been referred for surgery. No other information regarding the vns was included in the clinic notes. Follow up determined that the patient had been referred for surgery consult. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical intervention has been performed to date.

Manufacturer narrative:
Date of manufacture; corrected data: this information was inadvertently reported incorrectly on the initial MFR. Report.

Event description:
It was reported that the patient underwent generator replacement surgery. The explanting facilty discarded the explanted generator; therefore, product analysis cannot be performed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.